Manufacturer narrative:
The reported events were high pacing impedance, ¿poor sensing¿, and helix would not extend. A complete lead was returned in one piece. The reported events of high pacing impedance and ¿poor sensing¿ were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix would not extend was isolated to the helix being clogged with blood/body fluids. After cleaning the lead and applying torque to the connector pin the helix was able to extend and retract meeting device specifications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the right ventricular lead's pacing impedance was higher than normal, there was poor sensing and the set screw would not deploy. Multiple sites were tested with similar results. The lead was exchanged for a new lead. The patient was stable.